Event description:
Info received indicates the head of the bed is drifting down.

Manufacturer narrative:
The technician found the emergency CPR valve was not functioning. He replaced the valve to repair the bed.